Event description:
It was reported that during the implant procedure the physician was unable to obtain adequate placement of the lead and was unable to advance the stylet into the lead. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the distal conductor was extrinsically d istorted due to kinking/buckling. The distal conductor of the lead was extrinsically over-rotated. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. Helix was able to be extended and retracted within specification. Stylet insertion test failed. Performeddestructive analysis and found distal conductor distorted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).